Manufacturer narrative:
During the visual inspection the suture sleeve was found damaged. The ligature marks were detected approximately 13 cm distal to the is-1 connector pin and the outer coil was slightly deformed in this area. Furthermore approximately 13.5 cm distal to the is-1 connector pin the inner coil was found fractured. The fracture of the inner coil can be considered as the root cause of high impedances. The damage indicates that the lead had been subject to excessive mechanical forces. Clavicular first rib entrapment should be taken into consideration. During further analysis a bent distal end of the lead was found which most likely resulted from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.

Event description:
Ous MDR - an impedance abnormality was seen via home monitoring. The patient was brought in and it was decided the lead should be replaced. It is thought this lead was damaged, although there was no obvious damage seen on the xray. During the revision, the connection between the lead and the device header was checked and confirmed to be good. The lead was then removed and measured by itself, but pacing was not captured because impedance was well over 3000 ohms. The physician deemed it fractured. The helix wouldn't retract and after 30 minutes of trying to retract it, the lead was pulled out. This lead was replaced with a new one and has been returned for analysis.